Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient was revised due to loosening and nickel allergy.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Tibial component precoat size 4 catalog #: 00588000400 lot # 62768977, articular surface with hinge postextension screw enclosed do not discard size d 23 mm height catalog # 00588004023 lot # 61706332, stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog # 00598801215 lot # 62794396, stem extension offset 18mm dia x 100mm length(combined length 145mm) catalog # 00598802018 lot # 62802110, prc agmt block dist sz d 5mm catalog # 00599003410 lot # 62830052, prc agmt block post sz d 5mm catalog # 00599003401 lot # 62755157, prc agmt block post sz d 5mm catalog # 00599003401 lot # 62810091, prc agmt block dist sz d 10mm catalog # 00599003420 lot # 61988740.

Event description:
It was reported a patient who underwent a total left knee arthroplasty on an unknown date has been indicated for revision due to loosening and nickel allergy. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It as reported the patient has been revised for loosening and metal allergy. The date of revision is unknown.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient who underwent a total left knee arthroplasty on an unknown date has been indicated for revision due to loosening. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.